Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that the insulin pump battery cap is lost and needs to be replaced. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the customer was hospitalized soon after the battery cap was lost and was wearing the pump when hospitalized. The customer was advised that a new cap would be provided.